Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. Customer¿s blood glucose was 119 mg/dl. Reportedly, customer reverted to manual injections for insulin delivery.